Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2488 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that towards the end of the procedure, "a semi-transparent rod with a length of about 4-5 cm and a diameter of about 1-2 mm fell out at the opening of the lumen of the artery end". The device was removed. No patient injury reported.